Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 323.042, lot: 9131877, manufacturing site: hägendorf, release to warehouse date: 23.september 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The used material was stainless steel as required and the measured harness was within the specification. A product investigation was conducted. Visual inspection: some small part of the threaded tip section are broken out. The broken parts were not returned for evaluation. The instrument shows no other damages or signs of misuse. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in september 2014 according to the specification. The measurements of the hardness after the hardening procedure were within the specification. The used material was stainless steel as required. Based on that and the condition of the item a product related issue can be excluded. Unfortunately the exact cause which has led to the breakage could not be evaluated, based on the visual damages on the tip section we have to assume that a mechanical overload situation for example lateral stress has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery for the femoral fracture (ao 33-c3) was performed with a locking compression (lcp) plate and a locking compression plate drill sleeve. Intraoperatively, when the surgeon tried to attach the sleeve to the plate, the threaded part of the sleeve broke. It is unknown how the surgery was completed. The surgery was delayed by less than thirty (30) minutes. There was no adverse consequence to the patient. The patient was stable. Concomitant device reported: locking compression plate (part#unknown, lot#unknown. Quantity#1). This report is for one (1) 4.3mm threaded lcp(tm) drill guide . This is report 1 of 1 for (B)(4).